Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced elevated blood glucose (bg) levels of below 300 mg/dl for the past 4 days. The customer would bolus via the pump to stabilize bg levels. The customer stated to be unsure on what could have cause elevated bg levels. As tandem technical support was not contacted at the time of the reported issue, a system check was not performed.